Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrocardiogram indicated this right ventricular (rv) lead exhibited noise, loss of capture and high out of range pacing impedances measuring greater than 3000 ohms. At implant the rv pacing impedances measured 700 ohms. Subsequently, a lead revision was performed as this rv lead was fractured. This rv lead was surgically abandoned and they used the existing tachy lead already in place for pace sense therapy. No additional adverse patient effects were reported.